Event description:
It was reported that this right atrial (ra) lead was successfully explanted and replaced due to loss of capture (loc). No additional adverse patient effects were reported were reported outside the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did identify blood/body fluid in the lumen(s), melt marks in outer insulation, deformed coils at approx. 9 mm from the terminal end and upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did identify blood/body fluid in the lumen(s), melt marks in outer insulation, deformed coils at approximately 9 mm from the terminal end and x-ray confirmed torsional overstress of the inner coil at approximately 15 mm from the terminal end.

Event description:
It was reported that this right atrial (ra) lead was successfully explanted and replaced due to loss of capture (loc). No additional adverse patient effects were reported were reported outside the revision procedure.